Event description:
On 08jan2021, a patient (pt) in (B)(6) reported a diagnosis of bacterial keratitis in the past while wearing the 1-day acuvue® trueye® (nara a) brand contact lens (cl). No further information was received. On 09jan2021, additional information was provided by the pt. In (B)(6) 2020 (unspecified date) the pt visited an eye care provider (ecp) and was diagnosed with bacterial keratitis os. The pt was instructed to discontinue cl wear for a week. No medication was prescribed, and no follow-up visit was instructed. The pt currently has no issue with the os. On 22jan2021, additional information was provided by a representative of the treating ecp. The pt was seen by the ecp on (B)(6) 2020 and diagnosed with ¿marginal minimal bacterial keratitis os¿ on the upper side of the iris at 12 o¿clock. The size was reported as ¿small.¿ the pt was instructed to discontinue cl wear for a week. No medication was prescribed, and no follow-up visit was instructed. On (B)(6) 2021, the pt returned to the ecp for follow-up and the ecp confirmed the os bacterial keratitis had resolved. The pt was not instructed to return to the ecp or discontinue cl wear. No additional information has been received. The suspect os cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5843490101 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.